Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified force sensor test. During the functional testing was able to duplicate the reported issue. The force sensor was out of calibration. The root cause of the issue was consistent with normal wear as the force sensor was over 5 years old. The force sensor was replaced.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device failed the force sensor test. It is unknown if there was no patient, or clinician injury associated with this event.